Event description:
A malfunction alarm occurred, identified by malf 12, without any notable events prior. The customer's blood glucose level remained within the normal range, not exceeding 500 mg/dl (27.7 mmol/l). Technical support assisted the customer with resetting the pump and provided information for future reference, allowing the customer to continue using the pump safely. The customer acknowledged the instructions and understood they should call back if any malfunction code reappears.